Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there were foreign substances found both internally and externally of the scope. The issue occurred at during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: small amounts of simethicone or the use of an unauthorized lubricant on the o-rings of the medivators system was found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: "issue is either the continued use of small amounts of simethicone, or the use of an unauthorized lubricant on the orings of our medivators system. It was an unauthorized practice encouraged by the OEM rep maintaining those systems."